Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in the clinic. It was noted that the left ventricular (lv) lead exhibited high capture threshold. Programming changes were made. The patient was in stable condition.